Event description:
It was reported to philips that the charge button did not work during operational testing. There was no reported patient involvement.

Event description:
It was reported to philips that the charge button did not work during operational testing. There was no patient involvement.